Event description:
It was reported that the system stored untreated episodes due to oversensing of noise. Technical services reviewed the data and advised to have an xray done. Later, the patient received an inappropriate shock due to oversensing of noise. The doctor elected to explant the system and implant a transvenous system. This is considered a serious injury as surgical intervention was required. There were no additional adverse patient affects.